Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 4/2/2021. H.6. Investigation: a device history review was conducted for lot number 0294825. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Based on analysis of the returned device and previous investigations into this product family our engineer have determined that the most likely root cause for this event is the presence of silicone residue on the sleeve stopper. Silicone is used in the manufacture of this device and can reduce the friction imparted on the surface of the sleeve stopper. To monitor occurrence such as these our team implements a pull test to confirm that the sleeve stopper is properly fixed into its position; we have increased the force requirements for this test as well as updated our finished goods inspection list and adjust temperature settings on the heat tunnels to increase the grip of the sleeve stopper. The retained sample was performed for the pull force of the sleeve stopper, the result is pass. CAPA#1389644 was initiated. H3 other text : see h.10.

Event description:
It was reported that intima-ii y 24gax0.75in prn/ec slm heparin cap fell off. The following information was provided by the initial reporter: in ward 15 of pediatrics, the heparin cap fell off before needle extraction when the tube was flushed and sealed before infusion, and the green claim was needed, so a complaint reply letter was also needed.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that intima-ii y 24gax0.75in prn/ec slm heparin cap fell off. The following information was provided by the initial reporter: in ward 15 of pediatrics, the heparin cap fell off before needle extraction when the tube was flushed and sealed before infusion, and the green claim was needed, so a complaint reply letter was also needed.